Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint (B)(4). Reason for original complaint ¿ asr revision to take place (B)(6) 2012. Right, asr xl, reason(s) for revision: pain. Update: added lot no, added 2 products, added further reason for revision and patient details. Received: october 25th 2012. Reason(s) for revision: pain and noise. Update 23 jun 2017: additional information received. Date of implant has been corrected. This complaint was updated on 05 jul 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ asr revision to take place (B)(6) 2012. Right asr xl reason(s) for revision: pain update: added lot no, added 2 products, added further reason for revision and patient details. Received:(B)(6) 2012. Reason(s) for revision: pain and noise. Additional information received. Date of implant has been corrected. This compalaint was updated on (B)(6) 2017.